Manufacturer narrative:
Device is currently unavailable.

Event description:
Per the clinic, the patient experienced an extrusion of the device resulting in the decision to explant the device. On (B)(6) 2015 the device was explanted and the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.